Event description:
It is reported that a customer was hospitalized in (B)(6) 2015 for diabetic ketoacidosis with a high blood glucose levels which were not recorded at the time of the call. The customer was treated for the high blood glucose with a morphine and IV fluids. The customer was informed that there could be many reasons for high blood glucose. It is reported that a customer received a motor error alarm on their insulin pump. The customer stated that they had also found a bent cannula but declined trouble shooting the issue. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted during testing. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The device was unable to prime during prime test due to faulty force sensor resistor. Functional testing was not completed due to prime anomaly. No motor error alarms noted during testing. Motor was tested outside the device and passed. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).